Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure, as the surgeon was using the offset inserter handle to implant the femoral stem, the plastic on the rotation fork fractured and the broken piece had to be removed from the surgical site. The procedure was completed with no injury to the patient or delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage." The lot number identification necessary to review manufacturing history was not provided.